Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure, and the explanted device was not returned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.